Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient did not have a history of right branch bundle block (rbbb), left bundle branch block (lbbb) or1st/2nd degree atrioventricular (av) block. The length of the membranous septum was 2mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 5mm on the non-coronary cusp (ncc). Post-implant, the patient went into a complete heart block. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be admitted in the hospital. On the following day, the patient received a permanent pacemaker to resolve the event. The patient was discharged.